Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did jaws of device lacerate vessel? Yes. Was there bleeding that occurred? Yes. If bleeding, please quantify amount of bleeding that occurred. Low blood loss. Were any blood products given to patient and if so, how many units? No. Was surgeon able to control bleeding with suture during procedure? Yes. In what other way was patient harmed? None. Was there a change to procedure or post-op patient care? No.

Event description:
It was reported that during an unknown procedure the device lacerated the vessel. The surgeon used suture to tie off the tissue. It was reported that there was patient harm, but no additional information was provided.